Manufacturer narrative:
Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of reagent probe alarms on a cobas 8000 c 502 module. The customer checked the reagent probe and it did not appear to be bent or broken. The module was also generating various invalidating data flags and negative results for patient samples. The customer provided discrepant results for 1 patient sample tested for glucose hk gen.3 (gluc3) that was not accompanied by invalidating data flags. The initial gluc3 result was 244.3 mg/dl. The sample was sent to another hospital using the vitros method and the repeat result was 95 mg/dl. The repeat result was believed to be correct. The questionable high result was not reported outside of the laboratory. The gluc3 reagent lot number was 514703. The expiration date was not provided.

Manufacturer narrative:
The gluc3 reagent expiration date was 28-feb-2022. The field service engineer (fse) found a damaged reagent probe and replaced it. The fse checked probe alignments ran a precision check confirming the proper operation of the system. Calibration was acceptable. The customer stated qc was within range prior to the event. No qc data was provided. Reagent probe up/down errors were observed on the alarm trace data. The service actions resolved the issue.